Manufacturer narrative:
(B)(4). One (1) used sample without packaging was returned for evaluation. The returned sample was functionally tested for leakage per specification with passing results; no leakage was noted. The iso luer taper test was also performed on all luers and adapters with passing results. The reported defect was not confirmed. A review of the discrepancy management system database, was unable to be performed because the lot number was reported as unknown. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Event description:
As reported by the user facility: during infusion of leucovorin and chemotherapy with cytarabine, the extension set leaked. No injury reported.